Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 75 mg/dl. Customer also stated that the scroll bar was not moving with no input and insulin pump was neither dropped nor exposed to moisture. Customer states an alarm was in progress at the time the button was unresponsive and block mode was active. Customer was able to successfully clear the alarm and states all buttons are responding. Customer states the button was not unresponsive during an easy bolus attempt. Insulin pump had pump error hardware low level failures while performing self test. The device will not be returned for analysis.